Event description:
Caller reported pixel issue on pump display, which affected the ability to interact with the pump and read the screen. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and customer was informed about receiving a replacement with updated software and available training. Customer agreed to use a backup insulin pump to ensure continued insulin delivery, acknowledged the instructions related to pump storage mode, and understood the procedure for returning the problematic pump using a pre-paid label within 10 days.